Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error b40 was due to faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by a third party. The evaluation found; the main board was faulty, the internal battery was flat and there were signs of moisture and corrosion on the inside of the unit. All damaged/faulty parts were replaced. The device will not be returned to olympus. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center printed circuit board was damaged. The issue was found during preparation for use in an unspecified procedure. There were no reports of patient harm.